Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. It was also alleged that the device was noisy. Patient alleged nasal /throat irritation, asthma, chronic obstructive pulmonary disease, cough and nasal problems. The patient did receive medical intervention and reported that a pulmonologist prescribed three inhalers and a nasal spray. No other clinical information was reported. The device was returned to the manufacturer's product investigation laboratory for further investigation. Evidence of sound abatement foam degradation/breakdown was not observed. There was a non-philips air inlet filter. Unknown dust-like contamination at the air inlet. Right panel assembly and the air outlet port has dust-like contamination on them. Ui (users interface) knob area has dust-like contamination around it. Enclosure lid has dust-like contamination on the underside. Pca (printed circuit assembly) had dust-like contamination all over the top of it, especially near the ui knob. Pca copper edge pins have unknown corrosion on them. Two of the anti-slip bottom mounts were missing. Dust-like contamination on the top of the blower box lid and surrounding area. Dust-like contamination on the top of the blower motor and inside of the bottom enclosure and on top of some of the sound abatement foam, that is visible. Potential mineral deposits on the blower box after the blower motor seal, indicating potential water ingress. Blower motor had potential mineral deposit spots on the bottom of it and inside of it, indicating potential water ingress. Blower box had tiny dust-like fibers and contamination on the inside of it. End panel had dust-like contamination on the inside of it. The bottom of the enclosure had dust-like contamination all inside of it. Air inlet seal had yellowed and there was white dust-like contamination on it. The sound abatement foam was intact and had dust-like contamination on top of it. Heater plate assembly plug had 2 pins that had the plastic cracked around them. Water tank has specks of potential mineral deposits or debris in it and on the water pan. Water tank inside lid had potential mineral deposit spots on it. Outlet port of the side panel has dust-like contamination on it. Unknown dust-like contamination on the bottom of the enclosure and the heater plate. Flip lid seal had yellowed. The air inlet seal had yellowed and had unknown tiny fibers on it. The dry box seal had unknown tiny fibers on it. Bottom of the enclosure and under the heater plate has dust-like contamination and potential tiny fibers. The enclosure screws holding down the bottom of the enclosure had corrosion on 2 of them and 1 had rust on it. The investigator confirmed there was presence of multiple contaminants that are not consistent with degraded sound abatement foam and able to confirm the complaint of the device being noisy. Section h6 health effect - clinical code which was missed in previous report was captured. Section d8, d9, h2, h3 and h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused asthma, chronic obstructive pulmonary disease, cough and nasal problems. The patient did receive medical intervention and reported that a pulmonologist prescribed three inhalers and a nasal spray. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.